Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the bending rubber the "black glue" is peeling off the scope, operation channel leaky, ccd module fluid damage, insertion flexible tube (ift) buckled, control body fluid damage, biopsy inlet t-piece aging degradation, light guide cable buckled, lg cable connector the "index" is peeling off the scope, u/d knob the "index" is peeling off the scope, lg cable connector aging degradation, bending rubber leaky. Based on the result, we concluded that the ccd module fluid damage was caused due to the bending rubber leaky; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).